Event description:
It was reported that prior to a poba procedure, the maverick2 monorail balloon leaked and a pinhole was noted during preparation. The lesion to be treated is unk. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Returned product analysis could not verify the difficulty state in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the device did not reveal any defects or damage to the device that would have contributed to the balloon leak difficulties. The catheter was purged completely of air and the balloon was inflated with water to its rated burst pressure. The catheter was pressurized without significant loss of pressure. When the catheter was subjected to a vacuum, the balloon deflated normally and there was no compromise of the generated vacuum. The cause of the difficulties encountered during the procedure could not be determined. The manufacturing records for top assembly batch 7852136 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. No problem was found with the device.